Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker was admitted to the hospital after having a syncopal episode. The right ventricular (rv) impedance measurements had increased, but were not out of range, and the rv threshold measurements had increased. The physician thought it was possible that loss of capture could have contributed to the patient¿s syncope. The patient also had kidney issues and low blood pressure which was noted could have contributed to the syncope. Myopotential rv noise and oversensing were noted in the past. The device was reprogrammed and the patient would continue to be monitored. No additional adverse patient effects were reported. The device remains in service.